Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on 8/12/2013 with the following findings: evaluation revealed that the powered the pump on and the display is clear and legible.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue where the display has gradually faded over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Animas has requested return of the subject product(s) for evaluation. If the product(s) are returned, animas will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.